Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain around the implant site. It was further reported that the right ventricular (rv) lead exhibited decrease in sensing and the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The lead and ipg remains in use. No further patient complications have been reported as a result of this event.